Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was the suture used on? How was the suture placed (interrupted or continuous)? Can you explain the suture "burst in the raffia"? Were any photos taken of the suture during the procedure? What did the surgeon do when the suture broke during the procedure? Can you describe the tissue damage when the suture broke ? Was any treatment done for the tissue damage during the procedure? What is your opinion as to the contributing factors for the suture breakage? What are the patients gender, age and weight? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a c-section and tubectomy procedure on (B)(6) 2016 and suture was used. During the procedure, the suture strand burst in the middle of raffia, tearing some tissue in utero. It was also reported that hence the half of the suture was only implanted, the rest of the strand was discarded and a new suture was implanted. Additional information has been requested.